Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record reviewed indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tevar, an 18f manta was deployed for closure in the right common femoral artery. Vessel arteriotomy was 8mm and clear of calcium. Deployment depth measured at 3.5 + 1. The proctor indicated manta deployment and insertion of manta sheath and device were done perfectly. Following deployment, bleeding was present. Multiple balloon inflations were applied unsuccessfully. The physician decided to reinsert the 18f procedural sheath back into the vessel against the proctor's direction. The proctor recommended not to reinsert the procedural sheath because it would push the manta lock, collagen, and anchor into the vessel. The physician then opted to a surgical cut down to patch the vessel. The manta device was not visible during cut down. A flouroscopy of the lower right extremity did not indicate presence of the manta. The physician remarked he thinks the anchor, collagen and toggle were washed out with saline and suction. A suture was applied to close the vessel and pulses were present via doppler. Without images available for review, a root cause cannot be determined. The root cause of the manta not effective in creating hemostasis and requiring surgical cut down is possibly due to a tract deployment as indicated by the presence of bleeding at the access, post deployment. The re-insertion of the procedural sheath likely forced the manta to migrate further and unable to locate. Multiple causes for tract deployment have been established; the cause of this tract deployment is likely user error. However, due to insufficient information submitted for investigative purposes, a root cause cannot be determined. The risk of failing to achieve hemostasis and access site complications leading to bleeding, placement of a covered stent and/or endovascular intervention is written in the IFU along with arterial damage and possible vessel lacerations or trauma specifically called out as possible adverse events requiring medical intervention. Additionally, the IFU confirms to list warning: do not reuse or resterilize. The manta device is single use only. The manta device contains bioresorbable materials that cannot be reused or re-sterilized. Reuse or re-sterilization may cause degradation to the integrity of the device, leading to device failure which may result in patient injury, illness, or death. Procedure requirements: the manta device is for single use only and should not be reused in any manner.

Manufacturer narrative:
Device will not return for evaluation however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: bmi: 24 tevar procedure. Bilateral femoral artery sizes: 8mm (no calcium/clean vessels) access on the rt cfa. Good stick access type: us/micro kit depth measurement: 3.5+1 heparin amt: 9,000uact: 220 protamine: 30 mg tevar case. Access was performed with micro/us in the cfa. Physician used a 18fr. Flex sheath. Two grafts were placed. Procedural sheath insertion and extraction were good. No hematoma was present before sheath removal. The insertion of the manta sheath was perfect technique. Insertion ot the manta device and deployment was done perfectly. Patient was still bleeding. When the physician would hold tension, it would stop bleeding. Physician tamponed the lock/collagen a couple times maintaining good pressure and 50-55% angulation. The vessel still would not stop bleeding. The physician decided to put the 18fr procedural sheath back into the artery. It was recommended he not do that to prevent pushing the lock, collagen, and anchor into the artery. Physician then opted to cutdown to close vessel. After the cutdown, there was no sign of the manta closure device. The physician then panned down the leg with fluoro. Under fluoro there was no sign of the lock collagen nor anchor. The physician then stated he thinks it got washed out with saline and suction. The physician closed the vessel with suture. The patient still had pulses at the end of the procedure via doppler.